Event description:
It was reported by service report that the nurse call alarm was not working due to the wrong nurse call cable being ordered as well as the dip switches being set incorrectly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: dip switches.